Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse cleaned the electrode ports, flushed the reagent lines with bleach and replaced the ratio pump seal. These measures appear to have corrected the problem. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that erroneously high sodium results were generated by the synchron lx I 725 system. The system was within calibration and specification prior to the event. The results were not reported out of the laboratory; accordingly there would be no change to the pts' treatment or care. The samples were retested and yielded results within expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.